Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited loss of rv capture one day post implant. The lead was therefore explanted and replaced. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
It was noted that the lead was discarded after the procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information received indicated a prior revision procedure to reposition the rv lead was performed. After pocket closure, the rv lead dislodged again and that is when the second revision procedure was performed and the rv lead was explanted.